Event description:
It was reported that during a direct stenting attempt, the stent passed through the lesion without difficulty. The balloon was inflated at 14 atm, stayed at this pressure for a few seconds, and then it was inflated to 16 atm. After two seconds at 16 atm, the balloon burst and the vessel was injured. The stent and the balloon were withdrawn. Another balloon was introduced and it was inflated for 12 minutes, and a covered stent was used to seal the lesion. After the procedure the patient was in good condition.